Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils), [they may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use in patients who are or have been allergic to natural rubber latex" the device was not returned.

Event description:
It was reported that the balloon of the catheter was difficult to inflate. Upon removal, an attempt was made to inflate the balloon but was met with much resistance. The balloon eventually inflated but was asymmetrical.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to inflate. Upon removal, an attempt was made to inflate the balloon but was met with much resistance. The balloon eventually inflated but was asymmetrical.